Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was thermal event and the device emitted smoke.

Manufacturer narrative:
Alleged failure: the customer reported that they have recently received a material safety report concerning strykerflow ref: 250-070-500 and lot: 24264fg2. The incident being a leak at the level of the two buttons generating a light smoke as well as the impossibility to stop the device. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Update to section b5, executive summary.

Event description:
It was reported that the device emitted smoke.